Event description:
Analysis of the returned tablet was completed on 08/28/2015. No anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
It was reported that the nurse practitioner's tablet was malfunctioning. It was reported that the usb port has wiggled loose. It was confirmed that the usb cable was not the issue. The nurse practitioner was provided a new programming tablet and the non-functional tablet was received for analysis. Analysis is underway, but has not been completed to date.